Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The customer did not accept the quote for an onsite visit.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2019, a patient disconnected himself and there was no "ECG leads off " alarm. No death or patient / user injury or harm was reported.